Event description:
During a laparoscopic assisted vaginal hysterectomy, doctor went to pull out the v-care uterine manipulator with the detached uterus attached. When she pulled the v-care to remove it, the v-care broke apart into three pieces. She was holding the hand piece but the cup that holds the cervix/uterus did not come out with the uterus attached as anticipated. Upon further inspection through the laparoscope, she was able to retrieve the cup from the pelvis along with the tip she [doctor] inserted into the uterine cavity.